Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the cb-1000 co2 backed up through the device and into the IV bag, causing the saline bag to explode. No incident dates, lot numbers, number of occurrences or any information is available for the events. The product was discarded.